Manufacturer narrative:
Article citation: larrimore, c., jaghab, a., a rare case of breast implant-associated diffuse large b-cell lymphoma. Hindawi. 2019; 1-5. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. [(B)(4)].

Event description:
Through journal article ¿a rare case of breast implant-associated diffuse large b-cell lymphoma,¿ healthcare professional reported "the presence of a calcified capsule surrounding each non-textured implant was noted," "it was unclear if the non-textured implants had ruptured prior to surgery or if there was a rupture during the procedure," and pain. This record represents the left side. The device has been explanted. The manufacturer of the device is unknown.